Event description:
It was reported that cartridge alarm 20 occurred during load process and caller noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before return, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.